Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the dso sensor bubbled on the cadd solis vip pump. The pump also exhibited power issues. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
B5: additional information received by smiths on 29-jun-2021 via email: reported to have failed during testing and no patient involvement was reported. H6: event problem and evaluation codes: updated after additional information received.

Manufacturer narrative:
Other text: device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and lcd lens screen had minor scratches. Review of the event history log showed an occurrence of error code 41541 related to latch/lock optic flex. The investigation found that the downstream occlusion sensor seal was bubbled. The downstream occlusion sensor was replaced as well as the latch lock optic flex sensor.